Event description:
It was reported that the pump caught fire/exploded. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.